Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The patient's right ventricular lead was explanted and replaced and the patient's implantable cardioverter defibrillator (ICD) was explanted. The physician elected to reimplant the ICD after disinfection on (B)(6) 2018. The patient was stable after the procedure.